Event description:
A falsely elevated troponin I result of 4.76 ng/ml was obtained. The result was not reported to the physician. The sample was retested again and a result of 0.01 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I is unknown.

Manufacturer narrative:
No further evaluation of the device is required. The cause of the falsely elevated troponin I is unknown. The instrument is operating within specifications.